Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 165 mg/dl. The customer also stated their insulin pump went in to threshold suspend and blood glucose was above threshold limit. Troubleshooting was done. Customer reported that the insulin pump alarmed weak signal in certain sites. The customer was educated regarding differences with sensor and blood glucose readings. It was found that customer had some trouble with serter pulling out the needle hub. Customer's blood glucose during this event was 344 mg/dl. Customer treated with pen. The customer was advised that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.